Manufacturer narrative:
A2 - age at time of event: 18 years or older. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation until it reaches 6 atmospheres. The device was removed without any problem using the normal method, and the procedure was completed with different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.